Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor temporarily became unpaired from the ilet device, after which it reconnected and blood glucose readings were again visible on the device. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education regarding cgm-to-ilet pairing. Investigation of this case revealed a transient communication interruption between the cgm and the ilet that self-resolved, with no device damage and normal function after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue consistent with external communication disruption.